Event description:
It was observed that during the device inspection that the gastrointestinal videoscope exhibited restriction at suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was confirmed by olympus and likely occurred due to restriction at the suction cylinder. The event can be detected/prevented by following the instructions for use which state: "manually cleaning the endoscope and accessories - brush the channels". Olympus will continue to monitor field performance for this device.